Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open unless it was manually pulled open. A field service engineer found that the frame was misaligned, and the slide members were not on track. The rail was replaced with a new one. Additionally, failure of the rail had caused the bearing cage sheath to cut through the open or close sensor cable, and the sensor was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer continuously clicked but did not pop open by itself and required replacement. While the lock was clicking, the drawer could be manually pulled open, but it still failed and required maintenance. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.